Event description:
The nurse of a male patient contacted lifecor customer support to report that the patient's electrode belt had gelled. She said that it happened after he got out of the shower and was putting the lifevest on. She stated that the patient might have been wet when they were putting it back on him. Support asked for a download, but the nurse stated that she did not know how and that she had no idea if the patient even had a modem. Support sent a lifecor patient service representative (psr) to the patient to replace the electrode belt. The psr also gave the patient a modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.